Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned: product evaluation in-process. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the replacement products resolved the initial concern: able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from back to back blood test results of 228 and 91 mg/dl. The customer¿s expected am fasting blood glucose test result is 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer was not using the proper testing technique. During the call, a back to back blood test was performed by the customer fasting and produced test results of 121 mg/dl and 119 mg/dl using true metrix meter; customer was satisfied with the results obtained. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 06/30/2023 and open vial date is (B)(6) 2022. The meter memory was reviewed for previous test result history: result 1: 104 mg/dl, date: (B)(6) 2022, time: 10:49 am fasting. Result 2: 116 mg/dl, date: (B)(6) 2022, time: 10:45 am fasting. Result 3: 109 mg/dl, date: (B)(6) 2022, time: am fasting. Result 4: 119 mg/dl, date: (B)(6) 2022, time: am fasting. Result 5: 228 mg/dl, date: (B)(6) 2022, time: 10:30 am fasting. Result 6: 91 mg/dl, date: (B)(6)2022, time: 10:38 am fasting.

Manufacturer narrative:
Sections with additional information as of 10-may-2022: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.